Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, the permanent cautery spatula was observed to have a piece of insulation surrounding the tip of the instrument chipped off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the robotics coordinator (roco) confirmed that the permanent cautery spatula became entangled in another instrument. When the customer was separating the instruments, the insulation became stuck surrounding the chipped tip. The customer immediately identified the loose piece, removed it, and matched the piece to the instrument. The patient received an after-surgery x-ray. There was no debris noted. There was no thermal damage reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. Ceramic sleeve does not exhibit scratch marks. The complaint was confirmed by failure analysis. .